Event description:
Underdelivery reported. The pump was in use for home infusion of d5w.45ns with 30meq potassium chloride, 900ml over 10 hrs. The infusion was started at 9pm on 8/31/97, and at 7am on 9/1/97 there was still approximately 200ml remaining in the IV access and no flow was observed yet the pump appeared to be running." There were no adverse effects to the pt. The pump was replaced for the next infusion. No additional info was available.

Manufacturer narrative:
The pump was not returned for failure analysis. When sent to the customer, the pump was invoiced as a new device.